Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implant was discarded at the user facility.

Event description:
It was reported by a company representative reported that a peek implant was removed due to osteomyelitis which is an inflammation of the bone caused by infection. The patient will have a revision surgery in order to place a new peek implant. The date of surgery has not yet been determined.